Event description:
It was reported by service report that the stair chair track frame is bent and will not latch. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Track frame weldment.